Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having notice: draining slowly alarms. The patient was not empty, the patient line was kinked and air bubble were discovered in the patient line. There was not fibrin and the patient was not constipated. The patient overfilled during drain 2 of 4. A review of the patient¿s treatment records identified that the patient drained 5063 ml during drain 2 of the treatment. This drain volume is 203% the patient's prescribed fill volume of 2500 ml. The patient did not do a manual exchange. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. An (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighted ill volume values were within tolerance for a liberty cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having notice: draining slowly alarms. The patient was not empty, the patient line was kinked and air bubble were discovered in the patient line. There was not fibrin and the patient was not constipated. The patient overfilled during drain 2 of 4. A review of the patient¿s treatment records identified that the patient drained 5063 ml during drain 2 of the treatment. This drain volume is 203% the patient's prescribed fill volume of 2500 ml. The patient did not do a manual exchange. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.